Manufacturer narrative:
Investigation summary: it was reported that the customer found three syringes that the plunger will not move past the 6ml marking. To aid in the investigation, three samples were received for evaluation by our quality team. The samples came with no packaging flow wrap in a ziploc bag. The rubber stoppers were at 5ml, 5.5ml and 6ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352384. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd posiflush¿ sp pre-filled nacl 0.9% flush syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "found three syringes that the plunger will not move past the #6 marking. It is as if a mechanical block will not allow the plunger past #6 when being depressed."